Event description:
Customer reported the system's power motor relay board has failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay plug. System operates as intended.